Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The downstream occlusion alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be an out of calibration occlusion sensor. To correct the condition, the occlusion sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.